Manufacturer narrative:
The field service engineer replaced the needle valve and mixer. The water lines of the reagent and sample probes were decontaminated. The rinse arm, sample, and reagent pipettors were adjusted. The cuvettes and the photometer lamp were changed. After these actions, the issue was resolved. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with the a1cx3 (tina-quant hemoglobin a1cdx gen.3) assay on a cobas c 513 analyzer. Patient sample 1: the sample initially resulted in an hba1c value of 6% and repeated as 6.8%. It is unknown which result was deemed correct. Patient sample 2: the sample initially resulted in an hba1c value of 5.8% and repeated as 6.4% on a second analyzer. The repeat result is considered correct. Patient sample 3: the sample initially resulted in an hba1c value of 6.0% and repeated as 6.6% on a second analyzer. The repeat result is considered correct. No questionable result was reported outside of the laboratory. The a1cx3 reagent lot was 591910 with an expiry date of 31-mar-2023.

Manufacturer narrative:
Na.